Event description:
During surgical procedure, pt was given blood via the hotline (hl-90) fluid warmer. Several hours into the procedure the anesthesia tech noticed blood in the hl-90 water tank. This was noticed almost immediately following the use of the l-70 injection port with a 1 1/2" needle of unk gauge. Administration was ceased immediately and pt required no intervention.